Event description:
A ureter stone lithotripsy procedure was being done when the distal metal tip of the electrohydraulic lithotripsy (ehl probe) split. Two other ehl probes were tried and the metal tips again split. The case was completed with another probe. No pt problems occurred.